Event description:
An MRI was being performed to rule out an intrathecal catheter granuloma. No further information was provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID: 8709sc, serial#: (B)(4), product type: catheter. (B)(4).